Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pt's cardiac index was low since arrived from the or (range 1.5-1.8) at 3:30 pm, it was noted at l.2. Pt was treated with volume and cardiac index increased to 1.8. It was further stated that the cardiac index was noted to decrease to 1.1 svo2 58, o2 sat 96% and vital signs were stable. Manual bolus was done. No pt complications were reported.